Manufacturer narrative:
Block b3: exact date unknown, event occurred over a week ago from date manufacturer was made aware. D2b: pro code: qrb. Additional suspect medical device components involved in the event: model number/catalog number:sc-2352-50, serial number: (B)(6), batch/lot number:7081881, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI): (B)(4). Model number/catalog number:sc-1416, serial number: (B)(6), batch/lot number:228511, model/catalog description: wavewriter alpha prime 16 ipg kit, unique identifier (UDI): (B)(4). Model number/catalog number:sc-4318, batch/lot number:34205188, model/catalog description: clik x anchor sterile kit, unique identifier (UDI): (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances following a fall and migrated all the way down to the battery as confirmed via x-ray. The patient also noted shift in coverage. The patient underwent scs replacement procedure and was doing well postoperatively. All explanted device components will not be returned per facility policy.